Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke after the autotome rx 44 was bowed. There was no part of the device detached inside the patient. In addition, they used the same generator and active cord during the procedure but used a different device to complete the procedure. There were no injury nor patient complications reported as a result of this event.